Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited a peeled off distal end objective lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h10. Correction to g3 of the initial medwatch. The aware date should be 12, mar 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the peeled off distal end objective lens adhesive occured due to stress of repeated use, external factors, or handling. The event can be prevented/detected by following the instructions for use described in the operation manual ¿chapter 3 preparation and inspection 3. 3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.